Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated an erroneous troponin I (accutni) result. Customer indicated that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 010030, and access accutni calibrators (s0-s5), lot 919428, were used in conjunction with the access 2 system. Bec field service engineer (fse) found the incubator belt at the reaction vessel station was out of alignment. The fse adjusted the alignment of the incubator belt. The fse then ran a system check and all results were within instrument specifications.